Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Critical ram parity error logged on (B)(6) 2010 in address "15 e4". Por (power on reset) severity is considered low as device should be able to fully recover after reset.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the device experienced a power on reset. The device is still in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that the device experienced a power on reset. The device is still in use. No patient complications have been reported as a result of this event. Additional information was received and the device experienced another power on reset. The clinician cleared the reset and the device remains in use.